Event description:
It was reported by service report that the zoom drive was intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.